Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, broken hardware and a nonunion were discovered via radiographic images during post-surgery follow-ups. It was noted that the patient fell several times between the two and four-month post-surgery follow-up visits. Additional information indicates plate placement and patient non-compliance may have also contributed to what was reported. The patient was put on bone stim for 3hrs/day for the last two months. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records for all possible parts and lots were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, broken hardware and a nonunion were discovered via radiographic images during post-surgery follow-ups. No other patient outcomes were reported as a result of this event.